Manufacturer narrative:
Data shows the device generated an 0x22, main is in critical, hazard alarm. During investigation, the shape memory alloy (sma) wire assembly was measured and found to be out of specification. The printed circuit board (pcb) was removed from the chassis and sma assembly was examined. No damages or defects were observed that would contribute to the observed high resistances. The cause of the observed high resistances could not be determined. It could not be determined whether the high resistances contributed towards the 0x22 alarm. The cause of the reported 0x22 hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod determined that the wire assembly measured outside of specification. The device was originally reported for a communication error during operation.